Event description:
The patient¿s mother reported the pump alarmed three months ago at the patient¿s last refill. They did not realize what it was until ¿saturday or sunday¿. They called the doctor on monday and they said the pump alarm had been going off for one week, and they had to get the patient in right away. They determined it was a low reservoir. The mother stated the pump was alarming for over a week and no one called them. The mother brought the patient to the doctor¿s office to ¿deal with it¿. The medication infused was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).